Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified proximal left anterior descending artery. The lesion was pre-dilated with a 2.5x12mm and 2.75x8mm unspecified balloons at 10 atmospheres. The 2.5x48mm xience xpedition stent delivery system (sds) was deployed; however, check shot revealed a dissection at the distal end during removal of the sds. The dissection was covered with a 2.5x8mm drug eluting stent with good timi iii flow and no residual stenosis. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.